Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amulet¿ steerable delivery sheath. The implanter previously tried 2 non-abbott device and 2 different transeptals. The 28mm amulet was attempted and deployed twice but did not meet close criteria. The 28mm amplatzer amulet left atrial appendage occluder was fully recaptured and a 25mm amplatzer amulet left atrial appendage occluder was deployed 3 times but was unsuccessful. Both device and sheath were fully removed from the body. A membranous piece of tissue noted on the septum upon evaluating with device and sheath outside of the body, atrial endothelium was noted on device and sheath. The patient was reported stable.

Manufacturer narrative:
An event of an unspecific tissue damage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the unspecific tissue damage could not be determined. A serious injury/illness/impairment was a result of case specific circumstances, as the intervention to treat the issue is unknown. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an amulet¿ steerable delivery sheath. The implanter previously tried 2 non-abbott device and 2 different transeptals. The 28mm amulet was attempted and deployed twice but did not meet close criteria. The 28mm amplatzer amulet left atrial appendage occluder was fully recaptured and a 25mm amplatzer amulet left atrial appendage occluder was deployed 3 times but was unsuccessful. Both device and sheath were fully removed from the body. A membranous piece of tissue noted on the septum upon evaluating with device and sheath outside of the body, atrial endothelium was noted on device and sheath. The patient was reported stable.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.